Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow-up. Upon interrogation, the implantable cardiac monitor was found in backup mode. A device download was attempted. Device replacement would be considered.